Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted on each of the suspect lots and there were no deviations found related to this reported condition during the manufacture of either lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot # of the device was either h20d30070 or h19l09048. Initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. Further described as, ¿the dark blue part of the transfer set was pulling away from the light blue area." This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.